Manufacturer narrative:
Inhalation.

Event description:
The customer reported that the cidex opa soaking station is used in the doctor's office. The customer alleged that the doctor experienced nasal symptoms ("sinus pressure and stuffiness") for three days since he moved to the office. The cidex opa is used manually in an upright soaking station. The customer did not provide their office ventilation info. The asp customer care reviewed and first aid info from msds with customer. The asp customer care also reviewed and faxed the cidex opa vapor customer letter.